Event description:
The facility reported a colleague infusion pump with failure code 500:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4)evaluation summary: the reported condition of a colleague infusion pump with 500:320:654:0000 was confirmed by baxter personnel during product evaluation; however, an assignable cause was not determine.

Manufacturer narrative:
(B)(4). After further investigation, it was discovered that the reported condition was confirmed but not reproduced by baxter personnel during evaluation. No repairs were made for the reported condition. Since no assignable cause was found, code 72 will replace 43.